Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 70% stenosed, 3.5x15mm, eccentric, de novo, bifurcated lesion being treated non-tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon, 20% residual stenosis remained. The physician deployed a 3.50x16mm promus element stent. Following a kissing balloon technique, the physician observed a "disarrangement" of the promus element stent struts. The physician deployed a two 3.0x8mm promus element stents and a 2.5x28mm promus element stent to treat the stent damage. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 3.50x16mm promus element stent was well apposed at the time of deployment. An unknown 2.0x10mm balloon through the mesh of the promus element stent and a 3.5x8mm balloon was used during the kissing balloon technique.